Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If the device is returned or additional informaiton becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an abdominal aortogram revealed narrowing of the right common femoral artery. Percutaneous transluminal angioplasty (pta) was performed resolving the narrowing. No further adverse patient effects were noted related to this adverse event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.